Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that the device continuously rebooted itself and the display was blank. Physio-control replaced the user interface to stack flex cable assembly to resolve the issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and then went blank. The leds on the display remained illuminated and the printer would not function. This is an indication that the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.